Manufacturer narrative:
.

Event description:
The consumer reported that the implantable neurostimulator (ins) was fully charged when a power on reset (por) condition occurred three weeks prior to (B)(6) 2016; the por condition was not related to an overdischarge event. It was further reported on (B)(6) 2016 that the ins battery was currently low so the patient was unable to connect with the patient programmer, but the implantable neurostimulator recharger (insr) was showing the informational por screen. There were no reported falls or trauma that could be related to the reported issue, and there were no recent medical tests or emi environmental exposure that could be related to the reported issue. It was recommended that the patient contact the manufacturer later on (B)(6) 2016 when the ins was charged more to clear the por with the patient programmer. There were no reported patient symptoms. The patient's indications for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.